Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial#: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain in the stomach and ribs when the stimulation is on. It was also reported that the patient was not getting good coverage and had headache. The patient was sent to the emergency room and unknown if what was the intervention given. No further course of action will be taken at this time.